Event description:
While attempting a temporary dialysis catheter placement, a guidewire lodged and broke, leaving a tiny portion of wire in left internal jugular vein. This was confirmed by ultrasound and x-ray. There was no attempt to remove surgically.